Event description:
Due to the discrepancy between reservoir programmer volume and the actual volume. In two different occasions, actual reservoir volume was 10 ml less than the programmer interrogator which means that the patient was getting more than the scheduled dose. Manufacturer response for medtronic pain pump, synchromed (per site reporter). Manufacturer took device with them.